Event description:
During a clinic follow-up, the device was able to be successfully interrogated, but experienced slow telemetry. No intervention has been performed at this time. The patient was stable.